Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a cuff inflation/deflation issue occurred. It was reported that the cuff was tested prior to use (a syringe was used to push air in and out of the cuff) and it inflated properly. It was stated that the cuff exploded while in the patient. The reporter stated that they found that the physician was using an obturator to place a tracheostomy tube when the incident happened. The customer stated that the patient could not be ventilated and had to be reintubated. The customer indicated that there were no further injuries or any symptoms or complications associated with this event.

Manufacturer narrative:
Additional information: (brand name), (UDI#), (first name, last name, email address), (phone number. Evaluation summary: the sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and it was observed that the cuff deflated immediately. A visual inspection was performed and it was observed a cut presents in the cuff which was measured 0.2520 inches. If information is provided in the future, a supplemental report will be issued.